Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading went as low as 54 mg/dl. Customer treated their low blood glucose levels via glucose tablets. The customer stated they do not remember what happened while they experienced low blood glucose levels. Customer advised the auto mode feature was active however they are unsure if the insulin pump was automatically delivering insulin. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).